Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to wear and delamination on the bearing surfaces.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6), 2004. Subsequently, the patient was revised on (B)(6), 2015 due to pain and instability. The tibial bearing and patella component were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿intraoperative or postoperative pain." Under warnings it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.